Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm. The patient would complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device has been returned for evaluation. Visual inspection, leak testing, clear passage testing and device-device interaction testing was performed on the device with no issues noted. The reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.